Event description:
Medtronic received information that damage (physical or cosmetic), pump error 37 occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). S/w 5.2a. Retainer ring = black. On (B)(6) 2022 the customer alleged the pump having pump error 37 alarm, cracked case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests. No pump error 37 alarm noted during test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found no pump error 37 alarm on event date 10-feb-2022. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, vibrator during visual inspection. The force sensor offset measured within spec range during testing (22.2 mv). The motor was tested outside of the device on the stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case corner of belt clip rails. Pump passed all testing required and no unexpected pump error 37alarms during testing or in the history file. Cracked case corner of belt clip rails confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.